Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom. The customer's report was observed during testing. However, after the device was disassembled to determine root cause, the report could no longer be duplicated. The device was put through full functional testing and power cycling without duplicating the report. The monitor board was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.